Event description:
It was reported the sensor was giving inaccurate reading and because of it paramedics were called. Customer's blood glucose was 60 mg/dl. Customer's spouse declined being transferred for troubleshooting assistance. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.